Event description:
It was reported that the device was explanted after an implant duration of approximately 58.87 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to calcification.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Additional information was received through follow-up with the health-care provider. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.